Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1158t86 implantable pacing lead competitor 2011 (B)(6); 6947-58 implantable tachy lead 2011 (B)(6); 5076-52 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that the device was at elective replacement indicator in less than 2 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.